Event description:
It was reported that the patient presented with noise in the right ventricular lead, which caused nonsustained vt/vf episodes. Noise was noted to be caused by a diaphragmatic simulator. The lead was replaced on (B)(4) 2017. No further information was available.